Event description:
Information received indicates the right head siderail will not latch unless the release handle is open.

Manufacturer narrative:
The technician replaced the siderail latch assembly to repair the bed.